Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. D2b: lgw - qrb.

Event description:
The patient underwent an ipg replacement procedure due to an unknown reason. The patient was doing well postoperatively, and the explanted ipg was discarded per hospital policy.